Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. During treatment dialysate was found leaking from the dialyzer. Reportedly there were no consequences for the patient.